Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) and there was no patient involved in this event. The event/difficulty occurred on (B)(6) 2019, pre-operatively. It was noted the pump was never implanted and was replaced. The pump would be returned. It was reported the pump was interrogated and found to have an alert. The pump remained in shelf state. The pump logs were downloaded and found to have two motor stall and recoveries. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting was performed, and no actions/interventions taken to resolve the issue. The issue was not resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to obtain, not available. Additional information was received from the rep on (B)(6) 2019, indicated the device was currently being shipped for return. It was noted the physician was never involved. This pump was checked prior to the case and a new pump was brought into the case due to alerts found. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump found no anomalies. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.